Event description:
It was reported that, during an unspecified procedure, the gastrointestinal videoscope had cement at the tip of the scope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.